Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 20.8 mmol/l to 23.0 mmol/l. Customer stated was experiencing nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Established high blood glucose was due to bent cannula. Customer called back as she was worried that she was now down to 14.9 mmol/l when the nurse had told her that in 2 hours would lose 50% of the high blood glucose. Customer said she was still high and the pump will not give her extra bolus, she was still going down to 14.1 mmol/l. The pump will not be returned for analysis.